Event description:
It was reported that the progress with the ci is very slow with objective responses only to high loudness sounds. Art responses are poor and there is facial nerve stimulation on some electrodes at high levels of stimulation. A post-op x-ray shows that the electrode array is with 75% outside the cochlea (maybe 2-4 electrodes only in the cochlea). Testing showed variations of impedances from electrode 6 to 12.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.